Manufacturer narrative:
One device was received analysis of complaint that the cassette exhibited a leakage during filing. As received, there were no damages or anomalies observed. In attempts to replicate clinical use, the cassette was filled with 50ml of water using the returned syringe. During the filling process, a leak was observed on the top corner seam of the cassette bag, and under closer inspection, a tear on the seam line was observed. The reported issue was confirmed and the failure mode observed was leakage at internal bag seams. The seam issue within the bag of the cassette occurred prior to use of the device and therefore renders the device unusable. It is not anticipated that the observed issue would lead to serious injury or interruption in therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage during filing. There was no patient involvement, no patient injury was reported.